Event description:
Pt called lfs alleging that their meter would only prompt error 1 and error 2. The error messages may have been due to incorrect blood application techniques or expired test strips. No symptoms were reported. Pt had not tested for several weeks because pt did not have test strips. Pt attempted to test 7 to 8 times using new strips and kept receiving error 1 and error 2 messages prior to calling lfs. The customer service rep walked pt through cleaning and retesting, the meter prompted error 1 again. The comparison of the confirmation dot on their test strip to the color chart on the test strip vial label indicated that pt might have had a blood glucose level of approx "350 mg/dl". The customer service rep replaced the meter and test strips due to an unresolved error message.